Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon ¿the image is not displayed even when connecting¿ indicated by the customer was not reproduced. From the device inspection results, it was confirmed that there was a cut on the cable, therefore, it was determined that poor communication occurred due to disconnection of the cable, and temporarily the phenomenon ,¿the image is not displayed¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation was unable to duplicate the user request regarding "no image", however poor color image due to faulty charged coupled device was found. Additional findings include the following: cut on cable, damaged connector seal, and unable to scan unique device indicator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head has no image when plugged in. The event was found at reprocessing. The procedure was diagnostic in nature. There was no patient harm associated with this event.